Event description:
The patient contacted baxter's technical service center regarding a high drain 108 (call pd nurse alarm), which occurred on the homechoice (hc) during use during drain 8 of 8. The patient stated he called the on call registered nurse (rn) and the rn did not know what the alarm meant. The patient stated he powered the machine off and disconnected from the machine. The patient stated he had no symptoms of increased intra-peritoneal volume (iipv). The technical service representative (tsr) had the patient cycle the power on and review the programming. The therapy was tidal with a total volume of 15l, a total time of 10:30, a fill volume of 1800ml, a tidal volume of 95%, a total ultrafiltration (uf) of 100ml, a last fill volume of 500ml, and a dextrose setting of same. The tsr reviewed the therapy log. The log read the following: therapy complete, initial drain volume equaled 364ml, last fill volume equaled 498ml, total fill volume equaled 13756ml, total drain equaled 15796ml, average dwell time equaled 0:59, average drain equaled 0:12, total uf equaled 2030ml, cycle 8 uf equaled 2034ml, cycle 7 uf equaled 12ml, cycle 6 uf equaled 13ml, cycle 5 uf equaled 12ml, cycle 4 uf equaled 12ml, cycle 3 uf equaled 13ml, cycle 2 uf equaled 11ml, and cycle 1 uf equaled -77ml. No bypasses were preformed. The therapy was not changed. The tsr explained that the patient drained out more than 200% of the maximum programmed night fill volume. The cycle 8 uf of 2034ml plus fill volume of 2030ml equaled 4064ml. The patient stated last night he used two 2.5% solution bags and one 1.5% solution bag. The patient stated they normally use all 1.5% solution bags. The tsr explained the hc needed to be swapped. The patient declined the swap because he wanted to speak with his regular nurse first. The tsr explained that this could be program related or related to the strength of the solution, but that the machine needed to be swapped. The patient understood and would follow up with the rn. According to the uf cycles the machine was either changed from the default of full drains every three cycles, or turned off in the nurses menu. The patient would follow up with the rn. There was patient involvement but there was no patient injury indicated at the time of the initial report. The patient called back on (B)(6) 2012, to request a swap of the device. The patient stated they finally spoke with their rn and agrees to have the hc swapped. The patient stated he was not experiencing any iipv symptoms but that he has a hernia and he sometimes has to do a manual drain after the last fill had completed. The tsr reviewed the therapy log and the total uf equaled 2091ml. The cycle 8 uf equaled 2094ml. The tsr would swap the device. The patient would use the hc until the replacement arrived.

Manufacturer narrative:
(B)(4). Follow-up information has been requested from the client's nurse, but has not yet been received by baxter. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The labeling reviewed was found to be sufficient. No additional clinical information was able to be obtained. The cause was use error, tidal total (ultra filtration) uf removal set too low. This issue is being investigated through CAPA.